Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: penatary nav eco catheter (model# d-1282-11-s lot# 17539904l). Soundstar eco catheter (mode# m-5723-17 serial# (B)(4)). (B)(4) are related to the same incident. The patient has since improved. The physician did not provide a causality opinion for the event, however it was noted that there was no abnormality of product. A transseptal puncture was performed with an unknown needle. The generator was in power control mode; however the parameters and settings are unknown. The force issues are not MDR reportable which would result in an intra-procedural delay. An intra-procedural delay will have minimal to no impact on patient safety.

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation procedure with two thermocool smarttouch sf bi-directional nav catheters and suffered a cardiac tamponade which required pericardiocentesis. After merge was conducted in the left atrium with the soundstar eco catheter, a transseptal puncture was performed. A voltage map was created with the pentaray catheter and the ablation was conducted for lung vein re-propagandism with the stsf catheter. After the ablation was conducted 9 times, contact force was high and force sensor error 106 occurred. The catheter was moved but the issue continued. Zeroing was conducted but the force remained high. The cable was changed but the force sensor error occurred again, so the catheter was changed. After changing the catheter the force sensor error occurred again. Complex fractionated atrial electrogram ablation (cfae) was conducted and a cfae map was created with the pentaray because atrial fibrillation had occurred. Ablation was done in the right anterior pulmonary vein followed by the left atrial appendage and then the mitral isthmus. After the ablation near the mitral isthmus, the blood pressure dropped from 118/64 to 55/30 and the patient had an unpleasant sensation. Effusion was confirmed by intracardiac echocardiogram and pericardial drainage was performed. The blood pressure then rose temporarily from pericardial drainage and vasopressors administration. The patient¿s blood pressure was then 130/68, but the blood pressure dropped to around 70 again, therefore a thoracotomy was performed. The patient¿s blood pressure was recovered when opening the epicardium. Bleeding was found at near the mitral isthmus and was stopped. Open chest surgery was conducted and patient was hospitalized in the intensive care unit. After the surgery the patient¿s blood pressure stabilized and the patient was extubated.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4) it was reported that a (B)(6) year old female patient underwent an atrial fibrillation procedure with two thermocool® smarttouch® sf bi-directional nav catheters and suffered a cardiac tamponade which required pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/27/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).